Event description:
A customer reported an issue with an incorrect time display on their device, which was more than five minutes off. There was no adverse impact to the customer¿s blood glucose level, as no readings over 500 mg/dl or under 54 mg/dl were documented. The customer was assisted in updating the pump time and advised to monitor and follow up if the discrepancy recurs, which the customer understood and acknowledged.